Event description:
On february, 2001, nellcor puritan bennett received info that alleged a pt had expired while being monitored by an n-200 pulse oximeter. According to the family member, "family member did not hear an alarm sounding".